Event description:
Boston scientific received information that during a follow up visit; this left ventricular lead exhibited increased pacing impedances greater than 2,000 ohms and no capture in any left ventricular pacing configuration. The patient's heart failure symptoms returned as a result of the lack of capture on the left ventricular lead. A revision procedure was to be performed in the near future. No additional adverse patient effects were reported.

Event description:
Approximately five weeks later; a revision procedure was performed. The left ventricular lead was removed and replaced with a competitor lead. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
To date, the left ventricular lead remains implanted. Upoon explant, the lead will be returned to boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
--